Event description:
It was reported that when the asymptomatic patient presented for a routine in-clinic follow-up, high output pacing and intermittent capture due to lead dislodgement were observed. The lead was explanted and replaced. Insulation damage was noted upon explant. The patient was doing well at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.